Event description:
The customer reported that the insulin pump alarmed no delivery during bolus. Troubleshooting was done. Customer's blood glucose was 233 mg/dl. Customer stated the insulin did exit. Advised the customer there maybe a possible site related issue. Advised to change the entire infusion set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)